Event description:
From the beginning the plan was to cut down and sew the limbs to the native vessels, since their diameter was larger than the limbs. An expandable sheath was placed above the bifurcation and the device inserted. The physician started to pull down the jacket and stopped about half way down. The physician then encountered retraction problems and could not complete the jacket retraction. The device and the sheath were removed with no damage to the pt. A second expandable sheath and a second ancure device were introduced. The device advanced and unjacketed with no major issues. The physician proceeded to deploy the limbs. The placement of the limbs attachment systems was short by about 1/2 cm on both sides. Final angio revealed that there was no leak on the right side or at the aortic attachment side. The angio confirmed a leak on the left side. The physician proceeded to cut down the left side to saw the limb. Somehow, the contralateral limb migrated into the aneurysm sack. Physician cut down further to the bifurcation found the limb, proceeded to open the aorta. During the process a clamp was positioned in the proximity of the renal arteries. The physician cut the ancure graft in half and saw the hemashield graft to it completing the open repair. When the clamp, proximal to the renal arteries, was removed, the leak at the aortic attachment side developed. Further complications developed and the pt coded. Pt lost approximately fifteen units. Resuscitation efforts failed.